Event description:
Account alleged that the left siderail was broken. No injury alleged.

Manufacturer narrative:
Technician found left siderail release latch was broken. Replaced the latch to resolve this issue. Bed found in storage area.